Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-1110-02 serial: (B)(4) description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe pain going down the back of his legs. It was noted that the pain was consistent even when the stimulation was turned off. The patient reportedly had a fall and the lead backed out of the epidural space. It was unclear whether lead migration or fall caused the pain. The patient underwent an explant procedure and was reportedly doing fine post operatively. No device malfunction was suspected.